Manufacturer narrative:
The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male had impella cp pump inserted in the left femoral. The patient had hemolysis as plasma-free hemoglobin (pfhgb) was over 1000 and as treatment 8 units of packed red blood cells (prbc) and 4 fresh frozen plasma (ffp) were administered.